Manufacturer narrative:
Batch review performed on 22 may 2026 gmk-sphere 02.12.1006l femoral component sphere cementless size 6 l lot: 2417770: (B)(4) items manufactured and released on 17-oct-2024. Expiration date: 2029-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.3d06l 3dmetal tibial tray size 6l cementless (2527957) lot: 2527957: (B)(4) items manufactured and released on 07-jan-2026. Expiration date: 2030-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.07.0310muc tibial insert uc mobile size 3 / 10 mm (k202022) lot: 2420979: (B)(4) items manufactured and released on 08-oct-2024. Expiration date: 2029-09-23. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation: the complaint describes an early post-operative infection following cementless total knee arthroplasty, diagnosed after the patient presented to the emergency department with fever. The available radiographic information does not show particular signs suggestive of infection. This does not exclude early infection, as radiographs may be normal in the early post-operative period. Based on the available information, the event is best classified as early post-operative periprosthetic joint infection requiring revision surgery. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised the femur, tibia and insert to semi-constraint. The surgery was completed successfully.